Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, the surgeon was trialing the modular head when it fractured into multiple pieces. The procedure was completed using another set of head trials that were on hand.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation of returned device indicates that the modular head trial fractured due to a brittle fracture.